Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event and permission to contact physician has been requested. No additional information is available at this time. Reason for reoperation: pain, capsular contracture baker grade unknown, "undulations" and "peri-implant fluid".

Event description:
Patient's representative reports left side pain. Additional report of capsular contracture baker grade unknown, "undulations", "peri-implant fluid" and "aerial bubbles." Device remains implanted.